Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 21mm 3000 aortic valve in aortic position was disabled via valve in valve procedure after an unknown implant duration due to unknown reasons. Tavr was completed with a 20mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: a1 - a3, b4, b5, d1, d4, d6, g3, g6, h2, h6. H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was reported and learned through implant patient registry that a 21mm 3000tfx aortic valve in aortic position was disabled via valve in valve procedure after implant duration of 19 years, 1 month due to unknown reasons. Tavr was completed with a 20mm 9755rsl transcatheter valve.